Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a severe low blood glucose (bg) event on (B)(6) 2016. Patient stated that they were having a low and the patient's wife called the paramedics. Patient declined ambulance and hospital visit. The paramedics took a fingerstick and the patient's bg was 130mg/dl before they left. Patient was not wearing the continuous glucose monitor at the time of the event. No additional event or patient information was provided.